Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion there was a blood leak from the iab noted. A new iab was used to continue therapy. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) insertion there was a blood leak from the iab noted. A new iab was used to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane loosely folded and blood found on the exterior of the catheter with the one-way valve attached. The insertion components were also returned. No blood was observed inside the iab catheter. The one-way valve was vacuum tested and it held vacuum. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. The returned condition of the product indicates that the reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).